Manufacturer narrative:
(B)(4). A return materials authorizations has been provided to the customer but the suspect device hasn't been received at this time by carefusion. If the device is returned then a supplemental report will be submitted after an investigation is completed.

Event description:
The customer reported that the suspect vela ventilator displayed transducer fault alarm and could not calibrate the zero of the exhol press transducer. The reported issue was found during testing so there was no patient involvement associated with the reported event. Customer was able to resolve the reported issue by replacing the main printed circuit board (pcb).

Manufacturer narrative:
A vyaire failure analysis lab technician was able to verify the customer's reported issue. Pt802 transducer has failed.